Event description:
Information was received regarding a patient's implantable neurostimulator (ins) used for spinal pain. Patient reported they had to charge too frequently. This reportedly began in "probably the last 6 months." It was reported that the patient had their stimulator for 2 years and that it doesn't seem to be holding a charge as long as it used to. It was reported that the patient had not recently reprogrammed, switched groups, or increased the parameters. The patient did not always charge their ins to 100% but was always able to get 6-8 coupling boxes. No falls or trauma reportedly occurred. Patient was redirected to their physician. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they would monitor their charges and keep track of them in a record book to see how long their ins was holding the charge.

Event description:
Additional information was received from the patient on 2017-feb-24. It was reported that the patient started keeping a record book to track the implantable neurostimulator (ins) battery life. It was noted that it took ten days for the battery to die and they were directed to speak to their doctor to request a manufacturer representative (rep) to check the ins.